Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during basal delivery. Due to the occlusion alarm, the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis resulting in a hospitalization. As the supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.